Manufacturer narrative:
E3: other occupation: systems administrator (information technology). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that all patients not crossing to server and stations. A technical support specialist (tss) had dialed into station and deployed packages in remote smart service (rss), then restarted rss and ecc. The station had shown a critical override on the screen. Tss logged in as carefusion admin, restarted the data synchronized and maintenance services, and checked the data synchronization log, where tss noticed a sync error. Tss called pharmacist to request permission for a full synchronized and informed about an expected downtime of over an hour. After confirming with the pharmacy team, gave permission to proceed. Tss stopped the data synchronized and maintenance services, backed up the database manually per the knowledge article, repaired medication application, and performed a full synchronized. After the synchronized, tss checked the logs and found a retry error related to a duplicate key in purge.purgestatistics. Tss followed the knowledge article to retry the insert and verified the station was syncing successfully. Tss informed the customer that the full synchronized was completed and advised to check if orders were crossing over and issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patients not crossed to server and stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.